Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 20 minutes after starting treatment with a polyflux 140h, the patient experienced dizziness, vomiting, sweating and blood pressure was reported to be 156/86mmhg. Hemodiafiltration was stopped and changed to hemodialysis treatment mode. The patient was treated with dexamethasone (5mg, intravenously) and oxygen was provided by nasal cannular (2-3l/min). After ten minutes, the patent recovered. And blood pressure was 131/76mmhg. The hemodiafiltration treatment was restarted with no further issues noted. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.